Event description:
The customer initially reported that the device would no longer open during a procedure. The jaws were not on tissue when this occurred. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspected revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.